Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have low audio when powered on and during testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have low audio when powered on and during testing. The cause was identified to be the speaker dislodged from the rear case. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.